Event description:
The customer reported via phone call experiencing high blood glucose. The customer also reported that the insulin pump alarmed no delivery excessively, requesting replacement of the insulin pump. The customer's blood glucose was 164 mg/dl at the time of the call. She had reverted to a back-up plan as she had been advised and was using manual injections to treat while she awaited the replacement device. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The insulin pump was unable to perform the full drive system test, and the excessive no delivery alarm issue could not be verified due to the motor error alarm. The motor passed the motor test. The unit had a cracked liquid crystal display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.